Event description:
I am writing to file a formal complaint regarding an incident that occurred involving the sale of an expired urine catheter by (B)(4), located near my residence in (B)(6). On (B)(6) 2025, my brother purchased a urine catheter from (B)(6). However, upon inspection, we noticed that the expiry date on the product had been erased. Due to the urgency of the situation, we did not give it further attention at that moment. Unfortunately, after the catheter was inserted, it leaked three times, causing considerable discomfort and suffering to the patient. Upon returning to (B)(6) on (B)(6) 2025, I discovered that the same expired catheter was still being sold on their premises, without any effort to rectify the situation. I urge the FDA to investigate this matter thoroughly and take appropriate action to ensure that such incidents do not occur in the future, as it poses a serious risk to public health. I am happy to provide further details or cooperate in any way necessary to resolve this issue. Thank you for your attention to this matter. Reason for use: the patient cannot go to the toilet.